Event description:
It was reported that upon interrogation of this pacemaker device by a boston scientific representative, the device was found to exhibit an error code. Boston scientific technical services (ts) noted that the error code is indicative of multiple device resets occurring within a 48 hour period. There was no mention of the patient undergoing any medical procedures, such as radiation or magnetic resonance imaging scans. The device was indicated to be pacing at 72 beats per minute and sensing in the unipolar configuration. Ts stated that the patient appeared to be in atrial fibrillation with intermittent conduction and some pacing observed but the patient was noted to not be pace therapy dependent. The representative recommended a device replacement to the physician as ts advised there is no way to reset the device after the error code. Ts also provided guidance that the device needs to be returned in order to investigate root cause. The device remains in-service at this time. No adverse patient effects were reported.